Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. Device uploaded properly using carelink. Device had cracked battery tube threads, cracked case at the battery tube side, scratched case and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s spouse reported via phone call that customer hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 45 mg/dl. Customer was also hospitalized for second time on (B)(6) 2019 with blood glucose level of 41 mg/dl. The customer was treated with candy. The customer was reported that insulin pump had crack on back. The insulin pump will be returned for analysis.